Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, bd syringe 10ml, pre-filled cannula fractured and was immediately replaced to complete the sealing.